Event description:
An IV had been started on an infant by a paramedic using a 24 gauge, 5/8 inch long catheter. Upon successful insertion and confirmation of flashback, she pressed the button for the needle to retract and recalls hearing the click, although she did not actually visualize that occur. She laid the catheter down at the bedside. When the nurse was cleaning up the field and touched the IV catheter, she experienced a needlestick, as she reported that the sharp was extended out of the protective sheath.